Event description:
It was reported the patient presented to the hospital one month postoperatively with shortness of breath and symptomatic with aortic stenosis. Tte revealed elevated gradients. Tee also showed elevated gradients 1-2+ aortic insufficiency. The patient had some fevers but blood cultures (x4) were negative. The valve remains implanted.